Event description:
It was reported that during a remote follow-up, the device was found to be in back up vvi (bvvi) mode. The cause of the bvvi was found to be due to event queue overflow related reset. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.